Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing detached from the infusion set and blood glucose level at the time of this event was 121 mg/dl. The patient did not notice any damage when the package was first opened. Thereafter, the patient was able to successfully insert the infusion set and resume insulin without any issues. No further information available.